Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identification. Bio ID got heated and unable to log in with fingerprint. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification system was failed, the biometric reader was overheating, and login through fingerprint scanning was not possible. A field service engineer attempted to verify the reported issue and observed that the unit was functioning as designed upon arrival, with no relevant findings during log review. The tss identified a phantom driver related to the enumerator, removed it, and cleaned up the driver package. The tss performed testing using the hardware test application, confirmed successful login without issues, and recorded voltage data for future comparison if the issue reoccurred. The tss confirmed that the unit was operating as expected and that the issue was not reproducible at that time. The system functioned as intended after the field service engineer investigated the device.